Event description:
It was reported that the customer had high blood glucose levels (100-200 mg/dl). Customer took correction boluses via the pump to stabilize his blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted.